Event description:
It was reported that a user requested assistance with a 23-inch infusion site change and was guided through reconnecting the infusion set with a recorded blood glucose of 57 mg/dl, after which insulin delivery resumed. Customer care provided assistance that included user-guided troubleshooting steps over the phone. Investigation of this case revealed no device malfunction identified and the event cause remained unclear. No clinical symptoms associated with hypoglycemia reported. Outcomes included resolution without hospitalization. It was concluded, based on previously established findings for similar reports, that the cause was undeterminable. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.